Event description:
It was reported that a 2.0 mm coupler did not close properly during a tram flap procedure. The surgeons inverted the end of the deep inferior epigastric artery (somewhat larger than 2 mm) onto one side of the coupler, and the internal mammary vessel (approximately 2 mm) onto the other side of the coupler. The coupler was closed using the prescribed technique, along with using a mosquito clip prior to ejection from the anastomotic instrument (ai). The coupler separated (MDR #2183620-2012-00065). The anastomosis was repeated with another 2.0 mm coupler and it also separated after deploying it from the ai. It was noted that the pins appeared normal and there was the appropriate amount of tissue present. The surgeons sutured the anastomosis by hand.

Manufacturer narrative:
The coupler device involved in the incident was not returned for evaluation. However, the remaining unused coupler assemblies from the same lot were returned and evaluated. There were no defects found in any of the returned, unused assemblies. All rings were seated at the bottom of the jaw, there were no bent pins, and each set of rings closed smoothly and each pin aligned with the corresponding hole in the mating ring. According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. Same reporter as the following manufacturer report number and related event: 2183620-2012-00065. Same reporter as the following manufacturer report number, but separate event: 2183620-2012-00067.